Manufacturer narrative:
On 01-dec-2021, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 12-dec-2021. It was reported that the brim cap was the specific section that broke/separated. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. It was not reported that air entered the patient¿s body. It was not reported that there was blood return observed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) in the 3500a initial it was reported that this event was MDR reportable for an "introducer stuck within the sheath" issue as well as a ¿brim cap detached¿ issue. During an internal review on 13-dec-2021, a correction was noted to this assessment as the event should have been assessed as a ¿resistance with sheath¿ issue, along with the brim cap detachment. The "resistance with sheath" issue was assessed as not MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The ¿brim cap detached¿ issue remains assessed as MDR reportable. Therefore, corrected "h6. Medical device problem code" to "device-device incompatibility (a1702)".

Manufacturer narrative:
The device evaluation was completed on 11-jan-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and issues with a brim cap detachment and resistance with sheath issues occurred. The orange cap came off the transparent part of the dilator. This occurred when the vizigo¿ was inserted into the cardiac cavity, about 30 minutes after the start of the procedure. According to the condition of the vizigo¿ sheath in the cardiac cavity and the dilator, only the dilator could not be removed from the patient¿s body, and the orange cap came off. Since it is dangerous, the physician continued to remove the vizigo¿ sheath and dilator from the patient's body and replaced them with a new one. The procedure was completed without patient consequence. Device evaluation details: the product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and functional evaluation of the returned device. Visual analysis of the returned sample revealed that the vizigo¿ sheath was found in normal condition. In addition, the brim cap, the hemostatic valve, and the silicone ring were found in good condition. A functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo¿ sheath and no resistance was felt. The od vessel dilator was measured, and it was within specifications. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The device history record (DHR) for the lot number 00001699 has been received and no internal actions related to the complaint were found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. Additional investigation was initiated to address the root cause for the resistance to sheath issues. The instructions for use contain the following recommendations: prior to inserting the device into the patient, pre-assemble sheath, dilator, and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Event description:
It was reported that a patient underwent a atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and issues with a brim cap detachment and the dilator stuck within the sheath occurred. The orange cap came off the transparent part of the dilator. This occurred when the vizigo was inserted into the cardiac cavity, about 30 minutes after the start of the procedure. According to the condition of the vizigo sheath in the cardiac cavity and the dilator, only the dilator could not be removed from the patient¿s body, and the orange cap came off. Since it is dangerous, the physician continued to remove the vizigo sheath and dilator from the patient's body and replaced them with a new one. The procedure was completed without patient consequence.